Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v870676, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Event description:
It was reported that when the physician tried to remove the lead, the lead broke where the tines begin. Impedances greater than 4000 ohms were noted on all electrodes. The partial lead was left in the patient's left s3 nerve foramina. The replacement lead was placed in the patient's right s3 nerve foramina. The patient's status at the time of the report was alive with no injury. It was noted that the patient was receiving proper stimulation with the new lead and implantable neurostimulator. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the (tined lead) (v870676) revealed lead body conductor broken at or near tines.